Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information reported indicated that there was stimulation in the wrong location. The stimulation was in the stomach area when the patient turned up stimulation no matter where it was programmed on the lead. This started following a reprogramming appointment approximately one month prior to the report. The patient had been getting good coverage for past 6 years up until two months prior to the report when she had a fall of some sort. The locations of the patient's symptoms were low back and abdomen. Impedance measurements were normal and ranged 1987-2300 ohms. No previous measurements were available to compare for any changes as the patient hadn't been seen for over 6 years. Programming all over the lead was attempted, top, middle, and bottom, but the stimulation still ended up in the stomach. X-rays were taken and the leads were shown to be located around t7,8,9 and appeared to be located parallel to each other. No previous x-rays were available to compare to but it was stated that they looked to be in the typical placement and did not appear to be off to one side of the spine. Not being able to adjust stimulation was also reported. "Call your doctor" icon was seen on the patient programmer. No error code was provided. Six days later it was reported that there were no malfunctions seen and cause of the issue was not determined. It was stated that the patient was going to have a revision, but it had not been rescheduled. She was not receiving good therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The reporter noted that the patient recharged fully on (B)(6) 2013 her implantable neurostimulator (ins) was completely depleted. It was noted that the patient¿s charge normally lasted two weeks and had not felt the tingling she normally does. One day later it was reported that no settings had been changed and the patient would try to charge to full. One day later it was reported that on the night prior to the report, the patient¿s back was ¿really hurting¿ and had occurred following a fall. About two weeks prior to the report, the patient had slight slip in which she was stepping up into the kitchen and her foot gave out. It was noted that the stimulation was on, but the patient didn¿t feel anything. It was noted that the patient received the almost complete screen and had only increased a setting to 2.0v with no other changes. It was noted that the battery was still depleting quicker than previously. More than one week later it was reported that the patient was charging more than expected and got a jolt when she fell 3 or 4 weeks prior to the report. Four days later it was reported that the patient was still having concerns regarding her device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient was having pain and the device was not working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the patient usually charged every 2-3 weeks but at the time of the report it was every 4 days. Estimated recharge interval on longevity calculator was bol (beginning of life) - 8.40 days, eos (end of service) - 7.05 days. Recharge statistics showed the following: the patient had poor coupling dated (B)(6) 2013, total charge time = 65 min, the battery was low when starting the session and was finished approximately 25% full; previous charge session was on (B)(6) 2013, total charge time = 228 min, battery up to full; 3rd charge session was on (B)(6) 2013, charge time = 45 min, battery almost full. Recharge interval appeared to be appropriate based on data provided by insr stats and recharge interval calculator. Impedances looked normal. Nine days later it was reported that after interrogating with the clinician programmer, troubleshooting her device, and talking thoroughly with technical services, it was determined her device was working properly. Her issues were coming from her patient programmer. It had the capability to change her rate and it had been inappropriately turned up much higher by accident. This was causing her ins to drain battery much faster, forcing her charging intervals to increase. This was fixed by turning her rate back down to 60 and taking away the ability to change her rate with her programmer. She had her pain coverage back to normal and was doing much better since this visit. One week later it was reported that there was stimulation in the wrong location. Ever since increases to patient's device were made she had been having continuous back pain and all she would feel was vibration in the stomach and legs and nothing in the back. The patient had severe stomach cramps and didn't know if it was because she just had stomach cramps or it was a result of the stimulation in her stomach. It was stated the device was not helping with her back pain so she turned it off the night prior to the report.